Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an a33 alarm on the insulin pump. The customer's blood glucose level wa 92 mg/dl. The customer reported being on the r500 insulin and she states that she can take a shot. The customer states that the drive support cap is sticking out. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan healthcare provider instructions. It was explained to the customer the possible cause of the a33 alarm is during seating the force sensor did not detect the reservoir.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump had a missing end cap sticker, cracked case at the display window corner and a cracked reservoir tube lip.